Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Further communication with the customer conveyed the following information: customer advised she does not have the information regarding the date that this event occurred on. The device was inspected. No damage or abnormalities were observed. The device is reprocessed per olympus guidelines with an oer-pro. The brushes being used during reprocessing are single-use. The model is bw-412t or hedgehog dual-end channel/valve brush by boston scientific and bw-400l. The reprocessing personnel are trained on how to properly reprocess. They are educated by the unit coordinator with verbal and manual demonstration. Their competencies are evaluated by observation and verbal questioning. It is unknown what the dark fluid was. The scope was not cultured. There have not been any issues with the alt-pro. There was no patient injury, infection or medical intervention identified. No further information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use provides the following information: important information ¿ please read before use: warnings and cautions (p.7). Warning "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Chapter 4 operation: 4.3 using endo therapy accessories: insertion of endo therapy accessories into the endoscope (p.73). Caution "do not open the tip of the endo-therapy accessory or extend the tip of the endo-therapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endo-therapy accessory may become damaged."

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found leaking. The device channel unit was checked and an internal cut was found. The ¿c-body¿ forceps cover glue was observed to be missing. Fluid invasion were observed on the scope connector and control body. In addition, the scope connector was observed to be loose. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue likely attributed to user maintenance and or handling issue. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported an evis exra ii ultrasound gastrovideoscop was found with a leak, and dark fluid was observed draining from the distal end. The device failed leak testing. The phenomenon occurred during reprocessing and no patient involvement reported. No user injury reported..